Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was a black image with 180 series scopes. Upon inspection and testing the user¿s complaint was confirmed. This is attributed to a faulty dr board in the patient board set. In addition, the locking lever on receptacle board is loose and will not properly retain scope connector cable. The instructions for use includes the following statements: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move.

Manufacturer narrative:
Due diligence for additional information was executed. There is no additional information of the event available yet, and event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, when plugging the camera into the box a black image is seen at the time of re-plugging in 180 series scopes that require a videoscope cable.